Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with front housing damaged, and lens cover scratched. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "alarming error code 1871" was unable to be duplicated. However, the pump event log review confirmed that a different event occurred. During investigation the was power up and the pump displayed lec 1660. Simulated use testing was able to download event log and power up the pump to read out the pump error log. According to the investigation, the 1660 error code did not reoccur during testing of the pump during investigation. However, the event log verified that the event occurred (two 1660 alarms have been recorded in the log). According to the investigation, the 1660 error code is watchdog reset. Service replaced the pump mp board to address the issue. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited error. It was reported that discharge from the hospital on intravenous treprostinil, however the hospital visit was not related to the pump error. Reported that the pump was replaced, and infusion is life-sustaining. No additional adverse effects were reported.